Event description:
It is reported that the plastic piece broke while impacting femoral component in usual fashion.

Manufacturer narrative:
(B) (4). (B) (4). Eval: as returned, a portion of the poly impactor pad has fractured off. The poly becomes damaged through repeated use during impaction, and should be replaced when no longer functioning. The lot number of the instrument is unk; therefore, a potential field age cannot be calculated. Product exceeded useful life, normal wear and tear. No lot number was provided; therefore, device history records could not be reviewed.